Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected power loss, battery test failed alarm or replace battery now alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was performed. The alarm was cleared and explained. The customer also received a replace battery now alarm. The batteries were not previously used. It was advised to insert a new battery; alarm occurred again. It was indicated that the contacts of the battery cap were not missing or damaged and the customer tried a new battery cap but alarm persisted. The insulin pump will be replaced and returned for analysis.